Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issue to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connections system of the pacemaker functions as specified with the returned screwdrivers, in spite of the identified damages to the set-screws. The damages identified to these set-screws are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 6. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavities.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.